Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a kinked cannula therefore, they tried to treat it with correction bolus via pump, but on (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 600 mg/dl at the time of the event. Moreover, the infusion site location was patient's abdomen, and it was used for 8 hours. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.